Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1712kl was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a scratched case. No crack at the pump case noted during visual inspection. Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to a constant pump error 38 alarm during the rewind test. Successfully downloaded history files and traces using thus. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2024. There was no data available to verify pump errors/alarms noted 2 days prior to the event date 15-mar-2024 in the formatted history file.  Pump error 38 alarm was recorded and found in the formatted history file on: (B)(6) 2024 07:39:09.000. (B)(6) 2024 07:46:55.000. (B)(6) 2024 07:47:24.000. The pump was cut open to perform visual inspection and found a jammed motor gear box. No evidence of moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. A test motor was used and continued rewind test. The pump passed the rewind test. Pump error 38 alarm during the rewind test was confirmed due to a jammed motor gear box. The p-cap locks properly into the reservoir compartment; however, a partially broken retainer and a broken reservoir tube lip were noted during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay and a serial number label fading. Retainer ring damage (a partially broken retainer and a broken reservoir tube lip) was confirmed. Cosmetic damage at the case was not confirmed, however, other cosmetic damage was noted during analysis. Pump error 38 alarm during the rewind test was confirmed due to a jammed motor gear box. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.